Event description:
User facility voluntary medwatch received from (B)(4) that stated: "IV tubing (n pride) removed from hospira symbiq pump, but left connected to pt (for a planned brief period until pt could be settled into chair). Pt arrested with severe hypotension. During code, nipride found to be free-flowing and was then changed. Dose or amount: 5 ml/hr." Upon further query the following information was provided that indicated unrestricted flow after the tubing set was removed from the device. On an unspecified date and time, an unspecified channel of the device was programmed to deliver an unspecified concentration of nitroprusside, at the rate of 5 ml/hr, with a vtbi (volume to be infused) of 183.45 ml and delivery was started. No further programming parameters were provided. The customer contact reported a 250 ml container size. At an unspecified time, it was reported that the nurse removed the tubing set from the device in order to move the patient into a chair. The tubing set was connected to the patient's IV site. The nurse reported visually checking the rocker clamp of the tubing set and stated it "appeared to be closed." It was reported that the nurse "did not close the cair clamp" before removing the tubing set from the device. After the patient was moved, the tubing set was not placed back into the device. After an unspecified amount of time the patient went into cardiac arrest and a code was called. It was reported at that time, the nurse noted a "free flow" of the medication to the patient. The nurse reported approximately 50 ml of medication was delivered to the patient. The patient was treated with cardiopulmonary resuscitation and unspecified concentrations of dopamine and epinephrine. The device remained in clinical use. The customer contact reported the "patient did recover with no apparent adverse effects." The patient was discharged on (B)(6) 2010. During testing at the user facility, the device passed testing. It was reported that training was conducted at the user facility on the proper technique for removing the tubing set from the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. (B)(4).